Event description:
The customer reported that she went to urgent care due to high blood glucose levels, with a reading of 600 mg/dl. No further details were provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.